Event description:
It was reported a male patient, who had a left shoulder implanted, underwent a revision procedure. The patient¿s shoulder was dislocating. Extraction of the humeral head was indicated. The patient was revised to a competitor¿s devices. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices were unable to be returned. Device images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.